Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, the commander delivery system was not able to be advanced through the 14fr. Esheath due to significant resistance. The delivery system and esheath were removed. A non-edwards sheath was inserted and the delivery system was inserted and advanced smoothly. A 23mm sapien 3 valve was deployed with nominal volume. Post valve deployment, lower extremity angiography was performed. A rupture of the lower limb blood vessels from the common iliac artery to the femoral artery was observed. Overlapped viabahn stent grafts were implanted. Since the bleeding around the femoral artery could not be stopped, an occlusion balloon was used twice for 10 minutes. The procedure was then completed. The access vessel minimum luminal diameter (mld) measured 5.0mm with moderate calcification and no tortuosity reported. The delivery system and esheath were discarded following the procedure and are not available for evaluation. The valve remains implanted in the patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
As reported in an article, ¿complete endovascular repair of iliac artery perforation during transcatheter aortic valve implantation: a bailout with viabahn¿, during a transfemoral tavr procedure, the commander delivery system was not able to be advanced through the 14fr. Esheath due to significant resistance. The delivery system and esheath were removed. A non-edwards sheath was inserted and the delivery system was inserted and advanced smoothly. A 23mm sapien 3 valve was deployed with nominal volume. Post valve deployment, lower extremity angiography was performed. A rupture of the lower limb blood vessels from the common iliac artery to the femoral artery was observed. Overlapped viabahn stent grafts were implanted. Since the bleeding around the femoral artery could not be stopped, an occlusion balloon was used twice for 10 minutes. The procedure was then completed. The patient was postoperative day 12 without a sequela. Reference for article: kojima, y., higuchi, r., saji, m., takamisawa, I., tobaru, t., takayama, m. (2019). Complete endovascular repair of iliac artery perforation during transcatheter aortic valve implantation: a bailout with viabahn. Cardiovascular intervention and therapeutics retrieved.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The delivery system and esheath were not returned to edwards lifesciences for evaluation. Without the devices visual inspection, functional testing and dimensional analysis could not be performed. No relevant photographs, video or imagery was provided. The device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaints. Lot history review revealed one other similar complaint for sheath shaft resistance with delivery system. Complaint history review from (B)(6) 2018 for the 14fr. Esheath (all models) revealed other similar complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿. One complaint was confirmed. The sheath distal tip was also observed to be torn. Available information suggested a potential manufacturing non-conformance (underscored distal tip) may have contributed to the reported resistance and distal tip damage. Other complaints were also confirmed; however, no potential manufacturing non-conformities that could have contributed to the reported events were identified during the evaluations. Available information suggested patient / procedural factors may have contributed to the reported events. In the complaints that were not confirmed or unable to be conformed, no potential manufacturing non-conformities that could have contributed to the reported events were identified. Available information suggested patient factors (access vessel calcification / tortuosity or undersized access vessel mld) may have contributed to the reported events. Review of the complaint history revealed that the occurrence rate did not exceed the december 2018 control limit for the applicable trending category. Review of the device IFU, prepping manual and training manual did not identify any IFU/training deficiencies. During the manufacturing process, the esheath undergoes multiple 100% visual inspections using 3x magnification. The sheath is inspected for wrinkles, kinks, bends, surface defects, cuts, cross linking across the liner, delamination, seam separation, stress lines in the liner and the presence of the c-marker band. The inspections are 100% repeated on the completed sheath assembly. Additionally, product verification (pv) testing is performed on each lot based on a sampling plan. All samples passed the pv testing. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Most patients undergoing the tavr procedure are elderly with multiple co-morbidities. Incidence of vascular complications ranges from 2% to 26% with transfemoral access and is related to vessel size, tortuosity and degree of occlusive disease in the access artery. Per the IFU, ¿caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath introducer set respectively.¿ in this case, the complaint of resistance during the advancement of the delivery system was not able to be confirmed as the devices were not available for evaluation. Due to the unavailability of the devices, visual, functional and dimensional analysis were not able to be performed. As a result, a manufacturing non-conformance could not be identified. However, a review of the DHR, lot history, complaint history and the manufacturing mitigations, there is no evidence to confirm that a manufacturing non-conformance contributed to the reported event. Per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿ and the training manual and IFU both state that the 14f esheath should be used in access vessels with an mld of 5.5mm. As reported by the complaint site, the access vessel was moderately calcified, with an mld of 5.0mm. An undersized mld can constrict the sheath shaft, preventing it from fully expanding. Calcification in the access vessel can interact with the sheath and delivery system during insertion, creating additional resistance. Although a definite root cause of the event could not be determined at this time, available information suggests patient factors (less than adequate access vessel mld, moderate vessel calcification) likely contributed to the reported delivery system advancement difficulties. Procedural factors (manipulation of the devices) in addition to patient access vessel factors likely contributed to the femoral artery rupture and subsequent surgical repair. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.